Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used to treat a 14x30mm tracheobronchial neoplasia during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was dilated prior to stent placement. During the procedure, the stent did not release. It was difficult to open and release the stent, and it remained stuck in an undeployed position. After multiple attempts, the stent was released incorrectly, becoming stuck at its extremities and resulting in a defective deployment. The stent was removed from the patient using an extraction forceps because the opening of the stent would not meet the patient's needs. The procedure was canceled. There was no patient complications reported as a result of this event. It was reported that there was no malignancy in the anatomy. Per the IFU: the ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms. Therefore, ar code device use of device issue- misuse will be added to the complaint record. Note: it was reported that the internal part of the stent appeared bent, lacking an ideal and proper opening. A photo of the complaint device provided by the complainant showed a fully deployed stent outside the patient that was not fully expanded.

Manufacturer narrative:
Block h6: imdrf device code a23 captures the device use of device issue- misuse. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the additional device to remove the stent from the patient. Block h11: an ultraflex tracheobronchial covered stent and delivery system were received for analysis. The stent was returned fully deployed from the delivery system. Visual inspection found the stent was deformed (not fully expanded). No other damage was noted to the device. Product analysis could not confirm the reported event of stent difficult to deploy. There is insufficient evidence to determine whether difficulty deploying was related to the physician's technique during the procedure or related to a device malfunction. However, the reported event of stent failure to expand can be confirmed. The stent was returned deformed (not fully expanded). It was determined that the stent was exposed to an irregular environment condition. Therefore, a review and analysis of all available information indicated the most probable cause is caused traced to environment. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The IFU states: "the ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms". However, according to the complainant, there was no malignancy in the intended anatomy. Additionally, the reported event of stent positioning issue is noted within the IFU as potential adverse events associated with the use of the device.

Manufacturer narrative:
Blocks b5 has been corrected. Block h6: imdrf device code a23 captures the device use of device issue- misuse. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the additional device to remove the stent from the patient.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used to treat a 14x30mm tracheobronchial neoplasia during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was dilated prior to stent placement. During the procedure, the stent did not release. It was difficult to open and release the stent, and it remained stuck in an undeployed position. After multiple attempts, the stent was released incorrectly, becoming stuck at its extremities and resulting in a defective deployment. The stent was removed from the patient using an extraction forceps because the opening of the stent would not meet the patient's needs. The procedure was canceled. There was no patient complications reported as a result of this event. It was reported that there was no malignancy in the anatomy. Per the IFU: the ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms. Therefore, ar code device use of device issue- misuse will be added to the complaint record. Note: it was reported that the internal part of the stent appeared bent, lacking an ideal and proper opening. A photo of the complaint device provided by the complainant showed a fully deployed stent outside the patient that was not fully expanded.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used to treat a 14x30mm tracheobronchial neoplasia during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was dilated prior to stent placement. During the procedure, the stent did not release. It was difficult to open and release the stent, and it remained stuck in an undeployed position. After multiple attempts, the stent was released incorrectly, becoming stuck at its extremities and resulting in a defective deployment. The stent was removed from the patient using an extraction forceps because the opening of the stent would not meet the patient's needs. The procedure was canceled. There was no patient complications reported as a result of this event. Note: it was reported that the internal part of the stent appeared bent, lacking an ideal and proper opening. A photo of the complaint device provided by the complainant showed a fully deployed stent outside the patient that was not fully expanded.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the additional device to remove the stent from the patient.